Event description:
Spoke with asst. Nurse mgr on 4/30/01, who stated on the day of the event, a pt had a lumbar puncture performed. The stopcock leaked and they were unable to obtain a pressure reading. They opened another kit and had the same experience. They scheduled a follow up lumbar puncture for the following tuesday. At that time, the child had the third lumbar puncture, and they were able to obtain a pressure reading and noted that the extension tubing was leaking.